Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found corrosion and contamination in the battery compartment. (B)(4).

Event description:
It was reported that the patient's remote monitor shuts off immediately after turning it on. The clinic will order a new monitor. The monitor was returned to the manufacturer, analyzed and tested out of specification. No patient complications have been reported as a result of this event.